Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the catheter broke apart while the physician was slitting. The physician was able cut the catheter and continue slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: an 11 cm proximal segment (handle end) of the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter shaft was separated from the hub. Visual summary analysis indicated damage occurred during use. The analyst noted that the slitter was not returned, therefore, condition and brand is unknown. Spiral slitting (technique issue) is seen from the beginning. The shaft is kinked at 0.5 cm from the handle. Stress cracking is visible on the shaft at various locations. The shaft is separated at 11.3 cm from the beginning of the handle.